Manufacturer narrative:
A device history record (DHR) review for each of the lots was conducted. No anomalies were found during the DHR reviews. The product was released based on the product¿s acceptance criteria. A lot complaint history examination indicates there were no other complaints for this reported issue. The returned probe sample was visually examined using 25x magnification and deemed conforming. Actuation and aspiration testing was performed and deemed nonconforming. The probe was submerged into water and bubbles were observed in the aspiration line. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to wear visual standards. The spacer and o-rings are visually intact. The cause for the bubbles cannot be determined from this evaluation. (B)(4).

Event description:
An ophthalmology doctor indicated that several bubbles were generated during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).